Event description:
Caller reported not seeing drops of insulin at the end of tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller in completing the load process, ensuring proper cartridge air removal and tubing filling, allowing the caller to resume insulin delivery successfully.